Event description:
It reported that removal difficulties occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the 99% stenosed severely calcified and mildly tortuous left anterior descending artery. This 135cm mamba flex microcatheter along with a rotawire guidewire were selected. During the procedure the mamba microcatheter became sticky and was very difficult to remove from the rotawire. They attempted to flush the lumen which was also difficult, they remove the device from the patient by firmly pulling the mamba off of the rotawire. During the removal the rotawire guidewire became severely mangled. The procedure was completed with another of the same device. No patient complications were reported.